Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that "b30" and "e215" errors occurred when using olympus, model series 190 scopes with the olympus, model cv-190, evis exera iii video system center. This report is submitted due to the report of a "b30" error. The problem, as reported to olympus, occurred during a colonoscopy procedure. The intended procedure was completed after a delay which occurred while obtaining an alternate scope of olympus model series 180. There was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. However, it was noted that the video connector socket lock failed and was unable to secure the scope video cable when tested. Additional evaluation findings are as follows: the front panel, front panel chassis and top cover were noted corroded; accumulated dust and foreign material noted inside of the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.